Manufacturer narrative:
The reported event was confirmed use related. The root cause of this failure is "user unaware of correct use of device". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities". "With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was having difficulty with insertion. The liberator representative gave troubleshooting instructions. The patient's first and only order for purewick supplies was shipped on 09jun2021

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was having difficulty with insertion. The liberator representative gave troubleshooting instructions. The patient's first and only order for purewick supplies was shipped on 09jun2021.